Event description:
Ff/emt's responded to a person, condition not reported. The device was connected to the patient with disposable defibrillation/ECG electrodes and analysis begun. According to the reporter, at some time during the code, the device voice prompted to "stand clear, analyzing now. "The reporter stated the operator thought is was going to shock the patient and power of the device. No adverse affects to the patient were reported.